Manufacturer narrative:
The treating clinician and sciton clinical staff concluded that the patient had blisters because too much energy was delivered to the treatment area. Sciton recommends 8j 20ms 15c for a type IV patient as starting settings. There is no evidence that there was a device malfunction. No further adverse events have been reported by this practice.

Event description:
Aesthetician at (B)(6) described that she treated a fellow employee with bbl for spider veins of the outer lower thigh and it turned red and brown as well as the patient stating it hurt. She considered the patient to be skin type IV. She used a 560 nm bbl filter, used the square adapter and gave a test pulse of 14j 25ms 20c. She did not feel there was any clinical endpoint changes, so she removed the adapter and changed the settings to 18j 25ms 20c. She gave 3 pulses with the full crystal. The aesthetician reported that she applied bacitracin ointment on the treated area and was going to give the patient silvadene cream.